Manufacturer narrative:
Additional information: h6, and h11. H11: the actual device was not available; however, a companion sample was provided for evaluation. A visual inspection of the companion sample was performed and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from an automated pd set with cassette. The exact location of the leak was unknown, but it was reported that he tubing was wet "where the tubing comes out of the cassette". It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime, "switching to ampicillin". It was reported that the transfer set was changed. At the time of this report, the patient outcome and action taken with pd therapy were not reported, however it was reported that the patient was "feeling better and symptoms were gone". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.